Event description:
A shunt tunneler was being used during an unspecified procedure. The cap of the single use tunneler had fallen off into the pt. The unit had to be removed. The report described that the pt was injured, however the injury was not described. The age and the gender of the pt is unk. The event lead to an increase of surgery time of 15 mins. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.